Event description:
It was reported that the patient presented a loose right implant. Revision surgery was performed. Poly exchanged. No additional injuries specified.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.